Event description:
It was reported per mw5105872: a nurse removed saf-t holder device and went to flush the central line to clear it of blood and noticed that there was a white piece of something in the valve on the IV line and noticed air moving from the valve to the patient. The line was cleared with no incident. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review.